Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that a second device was implanted and displayed abnormal readings although the patients scan appeared normal. As a result the device was removed and an alternate monitoring method was used. It is not clear if bleeding occurred when the device was removed as reported in the first incident. It was also reported that the patient has passed away with what was said to have been a direct result of the injury and not the device.